Event description:
Patient underwent cardiac cath; determined that CABG was going to be needed and would have to transfer patient to a more acute setting for surgery. An angio-seal device was deployed at the cath site in the right femoral artery to prevent excessive bleeding during transport. During transport the right leg became numb. On arrival the pedal pulse in the right leg was absent. Patient underwent CABG the next day. Following successful coronary bypass, heparinization was attempted in the right femoral artery. During embolectomy, the arterial closure device was found lodged in the femoral artery. It was removed and an endarterectomy performed and blood flow reestablished. Good pulses were noted.